Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a compromised force sensor alarm during priming and insulin pump was beeping. It was reported that insulin pump was stuck in "rewind complete" loop. Customer's blood glucose was 128 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to a jammed motor gear box. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement test due to the alarm. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.